Event description:
The customer stated the rubella calibration failed with error code 1048: calibration check failure, cal a/b ratio too high, on the axsym analyzer. The customer indicated they had tried two lots of rubella reagent without resolution. The customer stated they had several pt samples they could not run due to this issue. The abbott customer technical advocate (cta) asked the customer to adjust the optics gain and the value of the optics standard. The customer stated the optics standard is in agreement and the gain will be inspected when the analyzer is in the paused position. The cta sent two rubella calibrator kits to the customer. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.